Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This device remains implanted, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating this pacemaker was updated with the most recent software maintenance release (smr6). Also, a new code 1003 alert had occurred. Current device data was submitted to technical services for review. Technical services analysis of the device data confirmed that the voltage alert was due to elevated impedance in the battery. The patient should be followed in-clinic in 180 days to mitigate activation of safety mode in-clinic via wanded telemetry, which can occur if the device remains in service after wandless zip telemetry disablement. At that follow up, a re-analysis will be performed to determine if the follow up interval can remain 180 days, or if it must be intensified to 90 days. Technical services discussed that once wandless zip telemetry is disabled, the device should be scheduled for replacement. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This device remains implanted, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.